Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced a hematoma post implant procedure. As a result, surgical intervention occurred on (B)(6) 202 wherein the lead was explanted and re-implanted with removal of the blood clot to address the issue. Follow-up information indicated the patient regained movement of their lower extremities.